Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose and low blood glucose. The customer¿s current blood glucose level was 441 mg/dl and 52 mg/dl. The customer stated other blood glucose was 420 mg/dl, 423 mg/dl. Customer experienced symptoms such as nausea, headache. Customer treated with insulin pump and food. Customer does not allege pump was under delivering. Customer had using insulin pump system within 48 hours of reported high blood glucose event. The customer was assisted with troubleshooting and declined for low blood glucose and troubleshooting was performed for high blood glucose. The insulin pump will not be returned for analysis. Frn-unk-rsvr, unomed inf set.